Manufacturer narrative:
(B)(4)

Event description:
It was reported during an in-clinic follow-up, interrogation revealed the device was in backup vvi mode. The device returned to normal function after a firmware was downloaded. The patient condition was good afterwards.